Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor overinfused medication to the patient. The device was expected to administer the medication over two days; however, it was observed that the medication delivery ended in 4-6 hours. The device had been filled with haloperidol, scopolamine, morphine and 42 ml of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.